Event description:
Surgeon notified sales agent that he did a bipolar and the implant size was different than the trial size. There was no sales rep at the case. The surgeon put on a 50mm bipolar and it was too big, so he went down a size to a 49mm bipolar.